Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation. One 6fr glidesheath slender guidewire was received for product evaluation. Visual inspection revealed that the guidewire was returned in an unraveled state, which was visually examined under the microscope. The distal tip of the guidewire had uncoiled to the point where the coil was fused with the core of the guide wire. The stiff end measured to be 0.0210" using the vernier caliper which is within the manufacturer specifications. IFU states:"do not withdraw the guide wire through the needle, as shearing of the guide wire may result." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the event may have occurred due to the guidewire being withdrawn through the needle. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a glidesheath nitinol wire was advanced through the needle, and then the doctor removed the wire. The wire was badly frayed. The doctor gained access during a radial procedure. The estimated blood loss was less than 250cc. Additional information was received on april 18, 2019. The patient was in stable condition. They switched to femoral access and completed the left heart catheterization (lhc). No intervention was necessary. Part of the wire was left in the patient and was reported to still be there.